Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the programmer's stylus and cursor did not align on the display screen, and the programmer failed to calibrate them. The bezel shield assembly was replaced and calibrated to the stylus. The programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.